Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked on (B)(6) 2025, a closed IV indwelling needle was left in place for a patient, and the needle bolus bled when it was withdrawn, and the patient was opinionated. Re-retained the patient with a second puncture and calmed the patient with bad feelings.

Manufacturer narrative:
1. DHR/bhr review (lot#4258968): 1)this batch of products were assembled at intima ii auto line 4 in sep, 2024, and packaged at r240 package line in sep, 2024. Batch size is (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found, please see the attached. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and monitor the defect.

Event description:
No additional information available.